Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The wound re-opening first occurred on (B)(6) 2018. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-oct-09 regarding a patient receiving duramorph (1mg/ml at 0.4996mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. The patient's personal therapy manager (ptm) was 0.0501mg every four hours with a max of six per day. The patient's health history included congestive heart failure (chf), type one diabetes, hypertension (htn), myocardial infraction (mi), stents, hypothyroidism, and obesity. It was reported that the hcp needed to perform a debridement and reclose as the patient's wound had opened up. No interventions had occurred and the issue was not resolved at the time of initial report. It was later reported that the pump pocket site was ok, but the spinal incision was slightly opening. The hcp was going to clean up and close the incision. After the incision was reopened and closed, it was noted that it was well approximated. The pump was filled in the operating room (or) prior to leaving with 3mg/ml morphine. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting were performed. The patient's status was alive - no injury, and no further complications were reported or anticipated.